Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described by the patient¿s nurse as ¿due to technique¿ (no further details were provided). The treatment for and the outcome of the peritonitis was not reported. At the time of this report, the patient was hospitalized for the event and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.